Manufacturer narrative:
The insulin pump had cracked case at window display corner noted, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported cracks on the corners of the insulin pump's screen. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 50 mg/dl. The customer reported treating with liquid glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.